Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the groove or gap at the device tip was reported to be hair/wire but could not be confirmed or otherwise identified. A definitive root cause of the issue could not be determined, as the facility device reprocessing appeared to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had foreign material behind the elevator at the distal tip. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the he evaluation findings were as follows: there was a cut in the pink rubber of the plastic distal end cover, there was missing adhesive at the light guide cover, the plastic distal end cover had scratches, the ultrasound image signal was broken, the control knob movement had play and there was evidence of a third party repair on the bending section cover/bending section cover glue. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer believed the foreign material was hair or wire fibers. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.